Event description:
During a pci procedure, the balloon of the maverick otw ptca catheter ruptured at 12 atms. The number of inflations and to what atms is unk. The lesion being treated was a heavily calcified lesion in the posterior descending artery (pda). The procedure was successfully completed with another device. No pt injuries or complications were reported.